Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the peeled adhesive was confirmed. However, a definitive root cause could not be established at this time. The event may be detected/prevented by following the instructions for use section sections below: ¿cautions: do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The objective lens had a crack and there were scratches throughout the device. The scope cylinder was deformed and switch 3 had a cut. The ultrasonic connector, scope connector and control unit had corrosion due to water leakage. The adhesive on the bending section rubber had a crack and was detached. The mouthpiece was loose and the acoustic lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope had leakage. Inspection and testing of the returned device found that there was insufficient adhesive in the screw holes of the distal end. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.